Event description:
Information received indicates the bed is not functioning from the left or right siderail.

Manufacturer narrative:
The technician replaced the left and right caregiver control modules to repair the bed.